Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100152118 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100153701. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition of the cuff and malposition of the balloon may have been due to incorrect device positioning. Device malposition, migration/malposition and malposition, non-functioning device, and recurrent incontinence and positional incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; malposition, non-functioning devices, and altered therapeutic response are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Additionally, the device was not working properly. Upon revision, it was identified that the balloon was not placed properly, and the cuff was placed at an angle, preventing the device from functioning properly. The aus was removed and replaced. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Additionally, the device was not working properly. Upon revision, it was identified that the balloon was not placed properly, and the cuff was placed at an angle, preventing the device from functioning properly. The aus was removed and replaced. No further patient complications were reported.